Manufacturer narrative:
The device is planned to be returned to omsc but has not been returned yet. According to the information provided by the user facility, the reported event was not reproduced and there was no damage to the appearance of the device. There may be a problem inside the device. In addition, the device was sterilized by an autoclave after precleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic colonectomy, the endoscopic images on the main monitor and the second monitor turned black. The device was used in combination with an olympus video system center otv-s300 with serial number (B)(4). The user cycled the power of the video system center otv-s300 connected to the device, and the issue was resolved. Therefore, the user continued and completed the procedure with the device. There was no report of patient injury associated with the event. At the time of the reported event, the video system center otv-s300, main monitor, and second monitor remained turned on, emitting light from the distal end of the endoscope.